Event description:
It was reported that this implantable lead was part of a system revision due to a superficial axillary incision infection. Reportedly, the patient had an antibiotic treatment, with a life vest then a tv ICD (transvenous implantable cardioverter-defibrillator). There was no additional adverse patient effects were reported. This implantable lead was explanted.